Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/16/2016 with the following findings: a review of the pump black box data revealed multiple pump reboots. During a visual inspection of the pump, multiple cracks were found in the battery compartment. The returned battery cap was damaged with stripped threads and was not able to secure properly to the pump; a power loss was observed using the returned cap. A test battery cap was used for all testing. The pump was exercised for 24 hours with no power interruptions. The pump case was removed and no evidence of moisture or loose components in the power circuit was found inside the pump. Unrelated to the complaint, investigation revealed that the display was discolored. Also unrelated to the complaint, investigation revealed a crack on bottom of display lens.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power. It was noted that there was a crack in the battery compartment and the battery cap was not able to tighten securely to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.